Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarms power loss every few hours; the device then prompts the customer to rewind. The patient's blood glucose at the time of incident was 123 mg/dl. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms noted during our testing. However, detailed trace analysis has confirmed power system error and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace has confirmed the root cause is the non-sleep anomaly software error. The insulin pump had minor scratched display window, case and keypad overlay.